Event description:
Reporter stated that patient had been obtaining elevated blood glucose results while using the suspect device. Reporter noted that patient sought treatment at physician's office. Patient's blood glucose, when tested on physician's blood glucose monitor, reportedly measured 110 mg/dl. Patient then tested on the suspect device, 5 seconds later, and reportedly obtained a blood glucose result of 280 mg/dl. No treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.